Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device upgrade, externalized conductors were observed. No electrical anomalies were detected. The rv lead was connected to the new device and remains implanted. The patient is in stable condition.